Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an error code #41622. The issue was found during testing.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified there was no previous service history in the past 12 months. The reported issue was confirmed through visual inspection and motor test. The root cause of the issue was a misaligned and loose cam sensor. Further investigation found a worn and dented uso seal. The uso and cam sensors were replaced. The dso seal was replaced as well as a preventative measure. A dso/uso sensor calibration was performed. The device then passed all tests after the repairs.